Event description:
It was reported that when using the bd pyxis¿ generic medstation¿ es, tower door 3 was failed multiple times and it had an issue with door latch. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the latch was defective. A field service engineer shutdown the device, replaced the tower door latch and rebooted the device. Fse verified that the tower door was operational, and customer was able to open and inventory the door. The system functioned as intended after the field service engineer repaired the device.